Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient's mother reported that the patient obtained high blood glucose (bg) readings in the 200 and 300 mg/dl range when using cartridge lot b201575. The reporter denied that the patient had symptoms of nausea, vomiting or shortness of breath; however , claimed that a couple of times the patient tested positive for ketones. The patient's mother stated that corrections were done using the pump and other times using syringe. The reporter confirmed that the patient's bg has been better since using a cartridge of a different lot number. At the time of troubleshooting, the patient's mother reported that she smelled insulin when changing out previous cartridges and did notice air bubbles in the cartridge. At the time of the call, the reporter confirmed that site appeared in good condition, there was no moisture in pump, confirmed date/time, basal, advanced bolus settings were correct, and tdd added up properly. The reporter stated she was using refrigerated insulin.